Manufacturer narrative:
G4: 02feb2021. B4: 10feb2021. The manufacturer's field service engineer (fse) performed a test run, but the reported issue was not duplicated. The drpt (diagnostic log) revealed an error code consistent with proximal pressure sensor auto zero failed had occurred, so the data acquisition board was replaced. No other abnormality was confirmed. The software version was checked, and the unit was cleaned and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The data acquisition (daq) board assembly was returned for failure investigation (fi). The daq board was tested, and no fault was found. Fi technician could not replicate the problem.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
It was reported when operational check was performed in the sales office, proximal pressure sensor auto-zero failed alarm occurred. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.